Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined.

Event description:
A nurse reported to baxter (B)(4) that the tubing developed a leak during patient therapy. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.